Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09241. The pt is implanted with two percutaneous leads (from different lots). It has been reported the pt has lost left side coverage after having a CT scan with contrast. A full parameter diagnostic indicated invalid and high impedance values on several contacts. X-rays revealed the leads have migrated down about a half vertebral body. Reprogramming did not resolve the issue. Surgical intervention will be undertaken to address the issue.